Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient underwent uneventful ilasik procedure in both eyes on (B)(6) 2015. At one day post treatment, (B)(6) 2015, patient presented with striae in right eye. Plaf was lifted at the exam and re-stretched. One day post lift and stretched (B)(6) 2015 - visual acuity sans corrected 20/40 right eye, 20/30 left eye rxm right eye +0.75 -0.50 x 091 20/30, rxm left eye +0.75 -0.25 x 083 20/25, vasc 20/20.

Manufacturer narrative:
Device evaluation: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications.